Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a history of right branch bundle block (rbbb). Prior to the procedure, the patient was in a stable condition. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) while checked in cusp overlap view and 5mm on the left-coronary cusp (lcc) and reported to have checked in coplanar view with parallax removed. The patient¿s conduction status remained unchanged from the baseline rhythm throughout the procedure and post-procedure period. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A temporary pacemaker was left in place to monitor the rhythm and later removed the same night since no change in conduction was observed. The patient was discharged with a holter monitor device. Post-procedure 48 hours later, the patient was developed with a heart block. On (B)(6) 2026, the patient was reported to have passed away. Holter monitor revealed that the event was due to a complete heart block. The implanter classified this death as being related to the procedure and patient comorbidities.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a history of right branch bundle block (rbbb). Prior to the procedure, the patient was in a stable condition. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) while checked in cusp overlap view and 5mm on the left-coronary cusp (lcc) and reported to have checked in coplanar view with parallax removed. The patient¿s conduction status remained unchanged from the baseline rhythm throughout the procedure and post-procedure period. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A temporary pacemaker was left in place to monitor the rhythm and later removed the same night since no change in conduction was observed. The patient was discharged with a holter monitor device. Post-procedure 48 hours later, the patient was developed with a heart block. On (B)(6) 2026, the patient was reported to have passed away. Holter monitor revealed that the event was due to a complete heart block. The implanter classified this death as being related to the procedure and patient comorbidities.

Manufacturer narrative:
An event of heart block and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Furthermore, this complaint was reviewed by medical affairs. The reviewer stated that, "narrative reviewed. No imaging provided. The patient presented with a known right bundle branch block (rbbb), with an anticipated high likelihood of pacemaker requirement post-procedure. The valve was implanted at a depth of 4 mm on the non-coronary cusp (ncc) side (cusp overlap view) and 5 mm below the annulus on the left coronary cusp (lcc) side. The patient¿s rhythm remained unchanged (persistent rbbb) throughout and immediately after the procedure. A temporary pacemaker was placed prophylactically and maintained during transfer to recovery but was removed later the same day after no rhythm changes were observed. Post-procedure, the patient was discharged the following day in stable condition with a heart monitor for ongoing rhythm surveillance. However, on (B)(6) 2026, the patient experienced complete heart block as detected by the monitor and subsequently passed away on post operative day two at home. The cause of death was confirmed as heart block. The implanter assessed the event as related to the procedure and the patient¿s comorbidities. Should additional clinical details and/or imaging become available, an addendum to this review will be provided." Based on the information received, the cause of the reported death appears to be due to the procedure condition and patient's comorbidities. The cause of the reported heart block could not be conclusively determined. It is possible related to patient comorbidities; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.